Event description:
The user has not used audio processor for years. It is planned to proceed with explantation. No new device will be implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Despite requested the explanted device has not been received for investigation yet.

Event description:
The user has not used audio processor for years. The user has been explanted.